Manufacturer narrative:
The customer reported that this unit powered up with a system error. The unit was evaluated at philips, and the failure was verified. Replacement of the control pca resolved this reported failure.

Event description:
The customer reported that this unit powered up with a system error.